Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, the needle detached inside the patient when the physician fired the mesh leg through the sacrospinous ligament. The needle was not retrieved. The physician opined the needle detached because there was too much tension on the suture. The case was completed with another pinnacle anterior/apical kit, with no further complications to the patient, who was reportedly "great" post-procedure.

Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determined the relationship between this device and the cause for this event.